Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they weren't getting any pain relief and their leads were not in the right spot. The patient stated that on (B)(6) 2016 the leads were taken out and MRI surgical leads were put in. It was noted that this had been an issue since the patient was implanted on (B)(6) 2015. No further complications were reported or anticipated. Indication for use is unknown.